Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the doc found five all that have migrated'), device breakage ('my coils were everywhere') and pelvic pain ('we all complain about pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included antibiotics and paracetamol (tylenol). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection"), rash ("rash"), tremor ("I'm shaking"), feeling cold ("freezing"), nausea ("nauseous"), hyperhidrosis ("dropping sweat from my elbows"), vomiting ("vomiting") and allergy to metals ("they were in shock how much nickel poisoning I had"). The patient was treated with surgery (complete hysterectomy). Essure was removed. At the time of the report, the device dislocation, device breakage, pelvic pain, infection, rash, tremor, feeling cold, nausea, hyperhidrosis, vomiting and allergy to metals outcome was unknown. The reporter considered allergy to metals, device breakage, device dislocation, feeling cold, hyperhidrosis, infection, nausea, pelvic pain, rash, tremor and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on an unknown date: . Concerning the injuries reported in this case, the following ones were reported via social media : infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the doc found five all that have migrated'), device breakage ('my coils were everywhere') and pelvic pain ('we all complain about pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included antibiotics and paracetamol (tylenol). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection"), rash ("rash"), tremor ("I'm shaking"), feeling cold ("freezing"), nausea ("nauseous"), hyperhidrosis ("dropping sweat from my elbows"), vomiting ("vomiting") and allergy to metals ("they were in shock how much nickel poisoning I had"). The patient was treated with surgery (complete hysterectomy). Essure was removed. At the time of the report, the device dislocation, device breakage, pelvic pain, infection, rash, tremor, feeling cold, nausea, hyperhidrosis, vomiting and allergy to metals outcome was unknown. The reporter considered allergy to metals, device breakage, device dislocation, feeling cold, hyperhidrosis, infection, nausea, pelvic pain, rash, tremor and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on an unknown date. Concerning the injuries reported in this case, the following ones were reported via social media : infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: event added-my coils were everywhere, the doc found five all that have migrated. Complete hysterectomy added. Concomitant drugs and lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('we all complain about pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection"), rash ("rash"), tremor ("I'm shaking"), feeling cold ("freezing"), nausea ("nauseous"), hyperhidrosis ("dropping sweat from my elbows"), vomiting ("vomiting") and allergy to metals ("they were in shock how much nickel poisoning I had"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, infection, rash, tremor, feeling cold, nausea, hyperhidrosis, vomiting and allergy to metals outcome was unknown. The reporter considered allergy to metals, feeling cold, hyperhidrosis, infection, nausea, pelvic pain, rash, tremor and vomiting to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: infection . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received- case become incident and new events we all complain about pain, rash, I'm shaking, freezing, nauseous, dropping sweat from my elbows, vomiting, they were in shock how much nickel poisoning I had, were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.